Event description:
Lead was repaired. During a routine replacement procedure of an implantable cardioverter defibrillator (ICD) was noted that the lead had an insulation break at the terminal pin. The physician elected to repair the lead.